Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 22mm amplatzer amulet left atrial appendage (laa) occluder was successfully implanted using a 12f amplatzer amulet delivery sheath. A few hours after the procedure, the patient's vital signs worsened, and the patient became hemodynamically unstable. The patient had hypotension, dyspnea, cold sweat, and tachycardia. The patient was taken to surgery, and the surgery showed the wires of the amulet occluder had perforated the pulmonary artery. Because of the thin wall between the laa and the pulmonary artery, the wires of the amulet scratched deeper with every heartbeat, and eventually perforated the pulmonary artery. A vessel surgery was attempted but was unsuccessful. The patient passed away during the surgery.

Manufacturer narrative:
An event of hypotension, dyspnea, cold sweat, tachycardia, pericardial effusion and death was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Pericardial effusion is a known potential adverse event when implanting the amulet occluder. In most instances the pericardial effusion can be managed with drainage using pericardiocentesis, but sometimes may result in a fatality particularly when the pericardial effusion is cause by an injury to the pulmonary artery. Based on the information received, the cause of death is procedure and device related. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
An event of hypotension, dyspnea, cold sweat, tachycardia, pericardial effusion and death was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined; however, is consistent with complications due to the proximity between the laa and the pulmonary artery. There is no indication of a product quality issue with regards to manufacture, design, or labeling.